Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: product ID 9735808 h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the main cart monitor screen was intermittently going to a black screen with 'no video detected.' There was no patient involvement. Troubleshooting was performed. A manufacturer representative (rep) noted that when wiggling the hdmi cable in the back of the monitor, the main cart monitor would function normally. It was stated the cables seemed to be twisted in the monitor arm kit. They took the back panel of the main cart and pulled the cables down from the arm. The issue resolved.